Event description:
Customer stated that there was approximately 30 seconds delay to access the medications during an emergency event. Customer did not specify the required medication as the nurses accustomed to selecting the drug from the populated override list instead of typing the drug name.

Manufacturer narrative:
Section b5 - updated the describe event or problem. Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. The system functioned as intended.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Investigation pending, the customer has not responded to request for detail information regarding the event and the impact to patient care.

Event description:
It was reported by the customer that a medstation es system obstetrics override list was not populating for a user, causing a delay in emergency care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d5, e3, and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system override lists were not populating for users while signing in. A technical support specialist dialed into the station and found no defects related to the issue. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es obstetrics override lists were not populating for users while signing in, causing delay of 30 seconds in emergency care. There were no adverse events or injuries reported based on this incident.